Manufacturer narrative:
After product evaluation, it was determined that the fiber was likely broken due to user mishandling as there was no evidence of charring at any of the break points in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. It is likely that the user pushed the fiber into a scope where a scope bend or blockage prevented the fiber from being pushed any further resulting the break between piece a and piece b. The successful testing of the fiber after reprocessing and the presence of a pilot beam with successful laser transmission indicates that the fiber was fully capable of functioning as intended. It is likely that the fiber break was caused by the end user.

Event description:
"Hlfdbx0270c single use (out-of-box) failure."